Event description:
It was reported that the abutment screw has fractured.

Manufacturer narrative:
Visual and photographic inspection of the returned iunihg certain® gold-tite® hexed screw confirms the screw has fractured. Based on the data reviewed in the DHR for the abutment screw this lot did not identify any manufacturing deviations or non conformances which would result in or contribute to this complaint. Considered probable causes but no definitive root cause could be determined. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.